Event description:
It was reported that during the sigmoid colectomy procedure, they used a contour, unknown of the color on distal resection and that was fine, and they did a hand sewn purse string with prolene suture. As they were closing the stapler from up top, they pulled the fat out of the way when they were closing the stapler, so once the anvil was attached to the trocar, the resident closed the stapler to about halfway in the range and then tightened just a little bit more. She fired the stapler but did not hear a crunch. She pumped the handle twice and then removed the stapler. The surgent inspected the anastomosis and saw a small hole interiorly and over sewed it. He did see a malformed staple. As he manipulated the staple line, it fell apart. So, they resected the anastomosis, and they went low and preformed a second anastomosis with a like device. The staple line passed the leak test, but the patient received a diverting ostomy. This added three hours onto the case and the patient now needs a second surgery in a few months to reverse the ostomy. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Batch #: r5af48. (B)(4). Additional information received: resident misspoke when she stated that she had pumped the handle twice when firing. Resident stated that she actually only depressed the handle once then fired the device which was confirmed by the surgeon who was observing the firing process. Rep also stated that the patient has returned to the hospital for urinary retention which is unknown if this is related to the procedure. Additional information was requested, and the following was received: indications for surgery are unknown. Preop chemotherapy or radiation unknown. Resident is in her 5th year and a chief. Has fired the stapler many times. Decision to divert was based on the negative leak test. Green gap setting was set to slightly below middle. Yes, the resident waiting 15 seconds before tightening. Originally set at exactly the middle and then tightened a bit more after waiting. The device was not difficult to close. The device was slightly difficult for resident to fire and she consistently uses two hands to fire in other procedures. There was no crunch on the first firing which alerted the surgeons that something was unusual about this firing. Opened device 1 and 1/2 turns. No audible feedback upon firing as they did not hear or feel the crunch. Donuts were inspected and were complete. Transection of the white breakaway washer was not confirmed. It was noted by the surgeon that on the medial side of the anastomosis that a staple appeared to have been outside of the tissue. Staple line was not visualized endoscopically during the initial procedure. The patient is currently readmitted into the hospital for urinary retention. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. There was no staples present, indicating that the device achieved a full firing stroke. An anvil was returned along with the device with only an anvil half washer and not inserted in the trocar of the device. However, the anvil returned does not belong to the device, the anvil returned belongs to a pwrd 29mm curved circular. An attempt was made to insert the returned anvil into the device. The anvil does not fully seat, and the locking clips remain open. It is possible that returned anvil was used on another device and sent by mistake. The device was reloaded with staples, a new washer was placed on a test anvil, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 02/02/2023. Additional information received: the patient is doing fine and will have to have a second surgery the beginning of february. In the case, we did everything like we normally do and when the resident squeezed, it did not seem to have clicked. I reached over and squeezed as well, and it was fired plastic to plastic. When released, the anastomosis was made and when inspecting the staple line there was a small little hole which I sutured. I manipulated it to further inspect the staples seemed to not really be tight and it started pulling apart. The staples had not formed the ¿m¿ but more like a ¿u¿. With that I had to redo everything, and the pelvis was thin. The cross functional team asked if the white washer was inspected on the back table after the firing and unfortunately the surgeon did not know. The team also asked what the residents experience was with using the ethicon device. The surgeon shared that she has fired multiple times and reiterated that it just did not seem to click, and it did not seem right when she squeezed. To end, the surgeon also used a contour device with a double staple line. It was confirmed that the device utilized in the case was in the bounding of the 2019 field action. To end, the device utilized in the case did not exhibit the behavior that led to the 2019 field action. The 2019 ethicon circular stapler field action information was reviewed with the operating surgeon and attendees from (B)(6) health. Unfortunately, the quarantined products in scope back in 2019 made it back into circulation. H11 corrected data = h10 investigation summary. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with no apparent damage. There was no staples present, indicating that the device achieved a full firing stroke. An anvil was returned along with the device with only an anvil half washer and not inserted in the trocar of the device. However, the anvil returned does not belong to the device, the anvil returned belongs to a pwrd 29mm curved circular. An attempt was made to insert the returned anvil into the device. The anvil does not fully seat, and the locking clips remain open. It is possible that returned anvil was used on another device and sent by mistake. The device was reloaded with staples, a new washer was placed on a test anvil, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed to the finished device batch number, and no non-conformances were identified. The manufacturing batch number was confirmed to be manufactured prior to the implementation of the corrective actions related to the intraluminal staplers (ils) field action.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2022. Additional information was obtained: the patient was admitted again, it was for a ureteral injury which was repaired by a urologist. The dr. Suspects that the injury occurred when he had to do further dissection when completing the second anastomosis.

Manufacturer narrative:
(B)(4) date sent: 02/14/2023 product complaint device(s) were received in cincinnati, oh for additional engineering analysis. The device batch is r5af48 and the percent firing stroke is 86.49%. The primary intent of the analysis was to mimic worst-case clinical use and evaluate performance. This device was received in cincinnati, after initial analysis in juarez. The compliant device was returned for analysis. The analysis results found that the ecs29a device arrived with no apparent damage. No staples were present. The anvil that was returned belonged to a pwrd 29mm curved circular. The returned anvil would not fully seat with the manual device and file notes state the powered device was not open at the time of the manual device firing, indicating it was not used on the manual device. The first test firing utilized the standard protocol with test skin and a test anvil. The device fired as expected and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples met the staple form release criteria. The device(s) were received in cincinnati on 02 dec 2022 and tested in the cincinnati tissue lab on 06 dec 2022. The second test firing was performed using ex-vivo porcine colon tissue, referred to as tissue, to simulate clinical usage. The device was reloaded with staples and a new washer on a test anvil. The device was set up to fire into thick indicated tissue across two crossed staple lines, in order to simulate worst case clinical conditions, and with the indicator dialed down per the instructions for use (IFU). (Adjust the instrument until the tissue is adequately compressed for proper anastomosis. Wait 15 seconds to allow for adequate tissue compression. Confirm that tissue resistance is still felt; if there is no tissue resistance, turn the knob clockwise until tissue resistance is felt). Firing was performed by principal design engineer. See table below for the analysis findings: the device fired as expected and formed the staples as well as completely cut the test tissue and the breakaway washer without incident. The staple line was complete, and the staples appeared to be well formed in the tissue. The device was test fired a total of two times, once in test skin in juarez and once in tissue in cincinnati, and the device was found to be conforming based on both tests. A manufacturing record evaluation was performed for the finished device batch number r5af48, and no non-conformances were identified.